Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 for unknown reasons. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Review of the device history records found no issues during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the removal of the hardware, the most likely cause cannot be determined due to the limited information provided and the device not being returned. There were no deficiencies or malfunctions alleged/confirmed with any tmc device nor does any information indicate it was a determining factor for performing the revision. However, it should be noted that a non-tmc device implanted with the tmc devices was also removed. The instructions for use indicates the following user precautions: "in no circumstances should any combination with other devices of a different brand or make be used." The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 for unknown reasons. It should be noted that a non-tmc device implanted with the tmc devices was also removed. There were no deficiencies or malfunctions alleged/confirmed with any tmc device and no other patient outcomes were reported as a result of this event.